Event description:
The sales rep reported a knee revision surgery due to pt's left knee pain. The surgeon removed and replaced the tibial insert and retaining bolt. The surgeon resurfaced the patella and implanted a polyethylene patella. The original implant surgery was on (B)(6) 2011, and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed on all omni devices used in the original surgery to determine any deviation or non-conformity that may have caused or contributed to the incident. All implant lot records were reviewed and there were no deviations reported.